Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure, the left ventricular (lv) lead tested normal on all polarities by the analyzer. No problems were exhibited when screwing the lead into the port and during fixation testing. After the lead connection was completed, high impedance was observed on lv1 vector and testing by analyzer confirmed high impedance of lv1 vector. All other polarity was in the normal range. Reprogramming was performed with a final vector of lv3 to coil. The lead is still in use. No patient complications have been reported as a result of this event.